Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that an asymptomatic patient presented with non sustained lead noise via merlin.net transmission. Review of the segms revealed possible myopotentials oversensing. The device was reprogrammed and remains implanted.